Manufacturer narrative:
Failure analysis conclusion: a destructively-cut portion of the driveshaft and guide wire were returned to csi for analysis. The driveshaft fractured on the proximal side of the crown. The driveshaft and fractured crown section were both engaged with the destructively cut guide wire section. The damaged sections were removed and sent for scanning electron microscopy analysis, and evidence of fatigue at the site of the driveshaft fracture was identified. Driveshaft flexing at the weld location can initiate a fatigue failure; it is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the failure analysis investigation, the fracture event was confirmed. Since the oad handle was not returned, the reported unusual noise event could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the left circumflex ostium. Glideassist was used to deliver the crown distal to the lesion for a distal-to-proximal approach. After the second treatment on low speed, an abnormal audible noise was heard, and cine imaging showed that the driveshaft had fractured on the proximal side of the crown. The fragment was retrieved with a second guide wire, and the patient was in good condition. The procedure was completed following retrieval of the fragment.